Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error, described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique, which caused peritonitis. A week later, the patient was hospitalized for the event. On an unknown date, the patient was treated with amikacin (12.5mg/l of pd solution, route, and frequency not reported) for the peritonitis. The outcome of the peritonitis event was not reported. No additional information is available.